Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when this monopolar curved scissors (mcs) instrument was used for the 10th time, the flexibility of the forceps decreased during the surgical process. After taking it out, it was found that the steel wire of the mcs instrument was broken. The nurse reported that no collision or impact between the instruments was observed during the operation. The procedure was completed with no reported injury.